Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a ventricular arrhythmia episode were under sensed beats were observed. This under sensing did not delay therapy. Programming options were recommended. The crt-d remains in service. No adverse patient effects were reported.